Manufacturer narrative:
The failure investigation has been completed and the alleged power source alert issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged warm to touch issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.